Event description:
It was reported by a MFR sales rep that during the middle of a procedure on (B)(4) 2011, error message code 171 at 80 watts was experienced from the laser system. Per the customer, the error message code was able to be cleared. The physician continued the procedure using the laser and completed the procedure at 100 watts. No pt injury was reported.

Manufacturer narrative:
Per the MFR, the laser system problem code documentation states error code 171 indicates an under power error which may indicate that the resonator may need to be replaced.